Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The suspected faulty safety disk was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the safety disk and no visual damage was observed. The technician then installed the safety disk into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The nrc verified the failure of the disk failing the membrane differential test. The safety disk was sent to getinge production for failure analysis per procedure. Getinge production returned the safety disk to the nrc. Production verified the failure of the membrane differential pressure test being out of specification. The safety disk failed testing. Per procedure, the safety disk was retained in the nrc. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) resolved the issue by replacing the defective safety disk with another safety disk. The unit then passed the leak test. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the safety disk membrane leak test at 13 mmhg, upon installation of the safety disk. There was no patient involvement, and no adverse event reported.